Event description:
Access #1 performed in usual manner, arterial sheath inserted, reverse flow confirmed, then upon 2-view visualization of arterial sheath tip, an unusual appearance (possible kink) observed and the arterial sheath not fully inserted to footplate. Arterial sheath dilator & wire re-inserted in attempt to advance sheath when the .035 j-wire was seen not freely moving. Decision to remove arterial sheath and re-access made, 1st access closed w/pre-close stitch already in place. Access#2 performed, upon insertion of arterial sheath and subsequent 2-view visualization, a stagnant column of contrast was noted in the lcca with little/no flow through the l-internal & external arteries. After discussion about possible dissection being the cause of the stagnant decision to convert to cea was made and procedure completed w/2cm x 8xm patch w/patient neuro intact upon awakening. No kink was visible on arterial sheath upon removal.